Manufacturer narrative:
It was also reported that the patient had a history of atrial fibrillation. The patient was discharged home with outpatient rehabilitation. The instructions for use (IFU): sepsis/infection and stroke are potential events that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. The IFU outlines that serious and life threatening adverse events, including stroke, have been associated with use of this device. The IFU also addresses anticoagulation guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted through the emergency department on the (B)(6) 2015 with symptoms of a stroke. On admission, the patient's inr was 2.9. On the (B)(6) 2015, the patient was lethargic with labored breathing, facial droop, upper arm weakness and was not responding to painful stimuli. An ischemic stroke was confirmed by computed tomography (CT) scan on the (B)(6) 2015. The patient was also transferred to the neurological intensive care unit. On the (B)(6) 2015 the patient was still lethargic but the patient's condition continued to improve and they were discharged from the neurological intensive care unit. On the (B)(6), the patient was up and walking, still lethargic and not quite back to baseline but reportedly "getting close". There were reportedly plans to discharge the patient to home with rehabilitation. The cause of the stroke was reportedly related to a bacteremia infection but the cause of the infection was not specified. All devices remain in use and so nothing will be returned to the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including stroke, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Device remains implanted.